Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire failure analysis lab technician was unable to verify the customer's reported issue. The device passed 270 hours of extended bench testing at the customer's settings. The device met all manufacturer specifications.

Event description:
It was reported to vyaire that the revel ventilator displayed plateau pressure as zero while connected to a patient. The patient was removed from the device and provided positive pressure ventilation via a bag mask valve. The customer confirmed that there was no patient harm associated with the reported event.